Event description:
It was reported that the hydroflex penile prosthesis (hpp) was explanted due to implant failure. A new 12mm x 16cm spp device was implanted. It was further reported that one side of the device was not in the corpora and one side was not erect. The patient was recovering following the surgery. It was also further reported that it is not known whether the cylinder migrated or if it was malpositioned. It was further reported via phone call that there was implant failure due to longevity of usage.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the hydroflex penile prosthesis (hpp) was explanted due to implant failure. A new 12mm x 16cm spp device was implanted. It was further reported that one side of the device was not in the corpora and one side was not erect. The patient was recovering following the surgery. It was also further reported that it is not known whether the cylinder migrated or if it was malpositioned. It was further reported via phone call that there was implant failure due to longevity of usage.